Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: implantable pacing lead product ID 4592-53, implanted: (B)(6) 2013, implantable pacing lead; product ID 419688, implanted: (B)(6) 2013. (B)(4).

Event description:
A patient with a cardiac resynchronization therapy pacemaker (crt-p) system was reported as deceased and died at home. It was noted that the patient died approximately six months post implant of the crt-p system. The cause of death was reported as unknown and relatedness to the device system was reported as unknown. The patient was a participant in the (B)(4) study.